Event description:
It was reported that pt underwent knee procedure in 2008. Revision procedure was performed in 2009 due to pain and limited flexion. No further complications have been reported.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No user facility info is available. Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.